Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while he tried to give himself a bolus. After troubleshooting the insulin pump alarmed no delivery. Customer's blood glucose level was 345 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.